Event description:
Gloves are ripping in the fingertips and cuffs. Absolutely not safe for chemotherapy administration or isolation rooms. Both boxes were by cardinal heath, the nitrile exam gloves (flexal) the first box had a lot # of 11a18l013 with a "ref" number at the top of the box (B)(4). The second box had a lot # of 11s18k508. Manufacturer response for nitrile exam gloves, (brand not provided) (per site reporter). Thank you for these additional details, having these lot #s will allow me to file a product quality report internally and we can then understand if this is an isolated issue or a more widespread occurrence.